Event description:
I had mentor smooth high profile silicone implants placed in 2010. Since then I have the following symptoms. Aching hands feet and body. Burning in limbs, brain fog, chest pain, cramping, diarrhea, easily bruising, night sweats, fatigue, insomnia, debilitating joint pain, joint swelling, muscle and skin tenderness, poor coordination, rashes, skin nodule, tingling hands and feet, trouble swallowing, visual changes, weight loss, autoimmune disease symptoms, thyroid disease symptoms, migraines, hard to recover from viruses, continuously ill, breast pain. Tonsillectomy due to illnesses. Over the past 5 years I have been dx with crohn's disease with normal labs, reactive arthritis, fibromyalgia, viral meningitis x 2, 2 small bowel obstructions. The symptoms have gradually become worse over the years. There are days I can no longer get out of bed due to the pain in my joints.